Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned. Per complaint details, the customer did not use compatible pen; no manufacturer was requested. Returned product scrapped. Most likely underlying root cause: mlc-008: failure to follow instructions. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that some of the 32g pen needles were not aspirating. The package was not open or damaged when received by the customer. The customer has been using the product for 4-5 weeks. The customer is not using compatible product. Customer was advised to immediately stop using products and return to their local pharmacy or place of purchase for replacement. Customer stated that the pen needles work more often than not. Customer stated that she wants the pen needles replaced even though she was advised that the pen needles are not compatible with her insulin pen. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.